Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker isolated to user interruption of the 1.13 version software update, causing the reported issue. Stryker archived the device and the customer received a replacement.